Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the image disk was full, so that the exposure was not possible. The rse recreated the image store remotely and formatted the image hard disk. After recreating the image store and formatting the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full and therefore would not be able to produce exposure or store images. The system was in clinical use. No harm has been reported to philips. A philips remote service engineer (rse) recreated the image store remotely and formatted the image hard disk which returned the device to use in good working order.